Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to vegetation. It was further reported that the left ventricular lead was difficult to extract. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 implantable tachy lead (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012; d334trm bi-ventricular implantable cardioverter defibrillator (ICD)  (B)(6) 2012. (B)(4).